Event description:
During knee arthroscopy, a piece of metal got loose from the blade. The joint was flushed to remove pieces. Back-up device was available. Surgeon could not confirm if pt incurred any injury.

Manufacturer narrative:
Product has not been returned for evaluation.